Event description:
2023-02-13: integrum received a complaint that axor ii i4573 "doesn't hold abutment securely and loosens while walking". No further information is yet available, integrum has contacted the responsible cpo for more information.

Event description:
2023-02-13: integrum received a complaint that axor ii i4573 "doesn't hold abutment securely and loosens while walking". No further information is yet available, integrum has contacted the responsible cpo for more information. 2023-03-16: "further" information received from the cpo, the patient did experience the axor disconnecting from the abutment. No reported fall or patient injury. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation has shown that the unit was severely worn and in need of restoration. The unit has not been serviced by integrum since 2019, the root cause is therefore assessed as problems traced to the device reaching the end of its useful life. Integrum has informed the cpo about the findings of the technical investigation, it was decided to not repair unit i4573 and a new unit will be purchased to the patient. A feedback report will be provided highlighting the importance of sending the axor ii for annual service, according to the IFU.